Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead continued to exhibit noise. The lead was monitored and subsequently capped and replaced during a routine generator change out. The patient was in good condition.

Event description:
It was reported that on (B)(6) 2013 the right atrial lead exhibited noise. The patient's device was reprogrammed. On (B)(6) 2013 atrial noise reversions and inappropriate auto mode switching events were noted. The noise was reproducible with arm positioning. The atrial lead impedance had decreased. Lead revision would be considered.